Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer related to a patient heating incident with an achieva 1.5t mr system. The patient sustained 2nd degree blistering on the right upper arm after an examination of the cervical, thoracic and lumbar spine using the sense spine coil.

Manufacturer narrative:
Based on the provided information and test performed on site there is no indication of a malfunction of the mr system or coil used. No definite cause for the injury on the patient¿s right upper arm could be determined. The used scan times and sar levels could not be determined based on the available information. The following contributing factors were observed: the patient was obese and had a tight fit inside the MRI unit. It was indicated that the patient was potentially in contact with the bore wall close to the affected area. The fact the patient was obese may also indicate an impaired thermo-regulation. The patient was covered by a 100% cotton or linen sheet or blanket which hinders the heat dissipation.